Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room. The implantable cardioverter defibrillator was in backup mode and had issues with merlin connectivity. The device was reprogrammed and restored to normal function. The patient was in stable condition.